Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, an implant pulled loose from the tissue. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual inspection confirmed the device had been manually advanced for t1. T2 appeared to be in proper location for use. Manual advancement of t2 was successful. The depth limiter sleeve has a slight crimp and flare at the needle end. The device shows no other signs of abuse. The device was functionally tested for proper cycling and advancement. As a result the device cycled properly and t2 deployed properly. Unable to fully confirm complaint since the device advanced as intended. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.